Event description:
It was initially reported that the device had an inoperative "options" button. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device had inoperative "options", "charge" and "energy select" buttons. This would prevent the device from charging.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed pcb assemblies and determined that the cause of the reported issue was due to a failure of an integrated circuit chip, designator u8, pin h15, from the user interface pcb assembly.